Event description:
On november 21, 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that his onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation, since the patient was unwilling to provide additional information during a follow-up attempt. The patient reported that on (B)(6), 2023, he obtained what he felt was an inaccurate high reading of ¿320 mg/dl¿ with the subject meter. In response to the elevated reading, the patient claimed he increased his shots (type/dose not reported). After an unspecified time, the patient claimed he retested with the subject meter and received a reading of ¿203 mg/dl¿ then ¿passed out¿. Emergency services arrived and the patient was taken to the hospital. It was not reported what medical treatment the patient received. No further information was provided. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.